Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned because it remains implanted. From the information provided, it was concluded that the complaint was associated with a device which met all required specifications when released, yet performance was limited due to procedural factors/operational context, resulting in the reported event.

Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that during procedure, the physician made multiple detachment attempts but was unable to detach the coil. The coil was noted to be stretched. The physician pushed and pulled the coil and was able to detach it mechanically inside of the aneurysm.

Event description:
It was reported that during procedure, the physician made multiple detachment attempts but was unable to detach the coil. The coil was noted to be stretched. The physician pushed and pulled the coil and was able to detach it mechanically inside of the aneurysm.